Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated carbon dioxide (co2) results on alinity c processing module for several patients. The results provided were: patient 1: initial=39 mmol/l /repeated=22 mmol/l. Patient 2: initial=42 mmol/l /repeated=31 mmol/l. Patient 3: initial=40 mmol/l /repeated=23 mmol/l. Patient 4: initial=41 mmol/l /repeated=30 mmol/l. Laboratory reference range for co2=22 to 29 mmol/l; critical range=< 10 mmol/l and > 40 mmol/l note: results expressed in mmol/l are equivalent to meq/l for this analyte. There was no reported impact to patient management.

Manufacturer narrative:
The water quality vendor determined that the external water quality system was not operating within specification and resolved the issue by replacing the water filters and tank. Afterwards, the abbott field service representative (fsr) flushed the instrument, calibrated co2, and performed precision studies to verify instrument operation. No additional discrepant result issues have been reported since the water quality system was repaired. The alinity c processing module, list number 03r67-01, was considered the likely cause. A review of service history for the alinity c processing module (B)(6), revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this issue. The alinity ci-series operations manual addresses operational precautions and limitations and provides probable causes and corrective actions for the troubleshooting of elevated concentration and erratic results. A review of historical data for the alinity I processing module did not identify any trends with regards to the current issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity c processing module, serial number (B)(6).